Event description:
The rptr did back to back blood glucose tests, within 5 minutes, using different finger sticks. Rptr results were 67 and 87 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of solution. The rptr checks confirmation dot for enough blood. Rptr never cleaned the meter. No harm was alleged.